Event description:
It was reported that the 10 minute critical alarm occurred. The pump was interrogated and the pump was in safe state/motor stall and needed resetting. Reprogramming was done to reset the pump and thereafter the pump was working normally. The patient was experiencing underdose symptoms including drowsiness and further investigating was being conducted. It was unknown initially if any diagnostic testing or troubleshooting occurred. The product issue was reported as resolved but the cause was not determined however, the pump remained implanted. Additional information was requested to verify resolution which clarified that the initial reprogramming had occurred on (B)(6) 2014. However, the safe state alarm had resounded and the patient was to have the pump removed, scheduled for (B)(6) as the estimated replacement indicator (eri) was five months. The pump was expected to be returned at that time. Please note the reported date of implant, 2008 (B)(6), was reported as "approximate." This device system delivered morphine. A supplemental report will be filed if additional information is received.

Event description:
The revision was performed on (B)(6) 2014 as planned. The patient was currently doing very well.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly; shorting across the insulator, corrosion, and the motor stall was due to the shaft bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient had saline in the pump (eri minus one year) with the critical alarm that goes on. There was inquiry how to disable the alarm. It was unknown what medication this device system delivered prior to the saline. No patient symptoms were reported with this event. Additional information was requested to verify the details of this event regarding the alarm, why saline was in the pump, eri status, patient symptoms, resolution and current patient status. It was identified that the information above was related to what had been previously reported in this current event in previous reports. However, further information was now provided that on (B)(6) 2014 the pump had an estimated elective replacement interval (eri) of seven months. The last refill also occurred on that date. On (B)(6) 2014 a critical alarm was generated for an unknown reason. The failure of the pump was assumed and the patient was admitted to the hospital as unwell. The patient was scheduled to have the pump changed as the critical alarm was unable to be stopped despite repeated attempts and support. After twelve hours the log showed safe state and reset had occurred. On (B)(6) 2014 the decision was made to remove contents of pump (morphine 7 g per day) "as I'm able to (B)(4) date converted to oral and say line put into the pump." The pump was changed on (B)(6) 2014 and was able to tolerate oral medication. The pump logs from (B)(6) 2014 indicated that on (B)(6) 2014 at 14:21 a reset occurred, at that same date and time a low-battery reset occurred, and the pump in safe state. On (B)(6) 2014 at 11:37 the pump was noted to be in safe state and at that same date and time a motor stall recovery occurred. It was also reported from the reported that "the "09..27 hours log" showed that at 09.42 "clock set" and seven subsequent events during that minute. That log also showed two events on (B)(6) 2013 an infusion bolus command received and pump started due to restart command." The sessions report from (B)(6) 2014 noted the pump was in safe state. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).